Event description:
Unit stopped ventilating on the patient. Vent came up with a message 'device alert' and shut down. On review of the error code log, an error indicating stuck keyboard. Clinical engineering technician contacted puritan bennett and they indicated that the keyboard, part number 4-07770498-sp needs to be replaced. Our concern here is the fact that the keyboard could malfunction and shutdown the unit while in use. Puritan bennett indicates that this problem affects the vent version 10.4 gui display. Puritan bennett has since replaced all keyboards on all our models that had the version 10.4 gui.